Manufacturer narrative:
This device was returned to mmdg for evaluation. Mmdg was able to confirm through visual inspection and by adding water to the set that it a leak was observed.

Event description:
The initial reporter stated that they had a set that leaked from the filter. The initial reporter provided no other information. (B)(4).